Event description:
It was reported that a zero tip basket was used in a ureterolithotomy procedure. During procedure closure, it was noticed that the basket was detached outside the patient. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) medical university. Block h6: device code a0501 captures the reportable event of basket detachment of device or device component.

Manufacturer narrative:
Block e1: initial reporter facility name (B)(6). Block h6: device code a0501 captures the reportable event of basket detachment of device or device component. Upon receipt at our quality assurance laboratory, this zero tip basket underwent a thorough analysis. Visual analysis of the returned device identified the basket was fully detached from the device, confirming the reported basket detachment. During inspection under magnification, it was possible to see that the sheath is kinked in several sections of the distal part. Based on the information available and analysis results, the investigation finding did not lead to a clear conclusion about the cause of basket detachment. Furthermore, the sheath kinked in several sections of the distal part, could be related to handling and manipulation of the device during procedure and is probable that an excess of force applied to the device such as operational factors during the use of the device. Based on information available and analysis results an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a zero tip basket was used in a ureterolithotomy procedure. During procedure closure, it was noticed that the basket was detached outside the patient. The procedure was completed with another of the same device and there were no patient complications reported.